Event description:
The facility reported a pump with failure code 810:11. This occurred during patient use, stopping the infusion. There was no patient injury or medical intervention reported according to the hospital representative. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 stopping the infusion was confirmed. Inspection of the device found that this failure code was caused by the pump's air in line printed circuit boards on each channel being out of specification. These were recalibrated.